Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument had a tear/wear in the electrical cord. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was communicated that the reported issue of tear/wear in the electrical cord was identified in central processing, and the damage was most probably identified after reprocessing. During last use in a surgery, the instrument was inspected visually prior to use. The type of damage observed was that the wire was slightly exposed. Instrument was not used after damage had been identified. There were no signs of thermal damage at the site of insulation damage. There is no exact information on whether the instrument collided with any other instrument or tool during the procedure. The procedure was completed with the same instrument. After the completion of this procedure, there is no exact information on whether the instrument was inspected for any damage or if there was any damage or anything out of the ordinary. There was no injury or harm to the patient due to the damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.